Event description:
It was reported that the target lesion had mild tortuosity and mild calcification. Another co's two guide wires were used to cross through the lad, and through the d1, and a whisper guide wire crossed through the ls and through the d2. The lesion was checked using ivus. Then, another co's guide wire was used to cross through. When ivus was removed, the whisper guide wire became stuck with the ivus in the guide wire lumen and the devices came out together. When the whisper guide wire was checked, it was noted that the guide wire tip was separated, and the fragment of the tip part was unwinding at the ivus catheter. The phyisician did not recognize that the whisepr guide wire tip was stuck (unwinding) with the ivus, so the guide wire was and the ivus were pulled out. The tip was noted to be separated. No pt injury was reported. No additional info was available.